Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information inadvertently missed in the initial medwatch located in d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the scope mount, electrical contact and free lock lever had corrosion. The head main body was cracked and the cable was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd camera head had a communication error and image was not displayed on the monitor. The issue was found during a therapeutic transurethral bladder tumor resection and it was completed by disconnecting the connector part. There were no reports of patient harm associated with this event.